Event description:
It was reported that the lead was explanted and returned due to an insulation failure.

Manufacturer narrative:
Evaluation summary; mechanical and visual analysis of the lead revealed multiple surface abrasions on the outer insulation. Surface abrasions are indicative of exposure to constant bending/friction with another implantable device. Physical damage was also noted on the outer insulation, possibly sustained during removal of the lead. The lead was found to exhibit normal electrical characteristics.